Event description:
It was reported that this pacemaker recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity, during a pre-implant interrogation. Analysis results are still pending. There were no other concerning codes or resets. No adverse patient effects were reported.